Manufacturer narrative:
It was reported that a second hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Patient has a history of peripheral neuropathy, sciatica and multiple falls. Cobalt and chromium levels 4 months pre-revision were 10.9 and 1.1 mcg/l. The revision intraoperative report indicated dirty dishwater appearing joint fluid and black material about the trunnion. No smith & nephew components remained post revision. It cannot be determined to what extent the patient is multiple falls and comorbidities had on his pain and clinical status. The pain, elevated cobalt, discolored joint fluid and trunnionosis are consistent findings associated with metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain. Cup implanted (B)(6) 2010.

Event description:
It was reported that revision surgery was performed.